Manufacturer narrative:
Concomitant medical products: 343083 biotronik lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the prophylactic explant procedure, the physician noted a separation of insulation under the sutures of the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the proximal conductor was fractured. The right ventricular defibrillation conductor was fractured while in vivo. The overlay tubing of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. The interior superior vena cava defibrillation cable was extrinsically fractured due to pulling/stretching. If information is provided in the future, a supplemental report will be issued.